Event description:
It was reported that a cartridge alarm, specifically alarm 30, occurred. There was no adverse impact to the customer¿s blood glucose level. The customer speculated that expired cartridges might have been used and planned to try a new cartridge from a different box. Technical support suggested loading a new cartridge together, but the customer declined further assistance, stating a need to attend to other tasks, and planned to reach out again if necessary.